Manufacturer narrative:
Exemption number: e2015015. After the evaluation was noticed that the item received is different from the item reported. Therefore, the lot number was not considered.

Event description:
The clinician reported that 6.5 months after the dental implant was placed in ada site 8, the implant had not achieved osseointegration in type ii bone. Clinician reports there was no torque. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc.

Event description:
The clinician reported that 6.5 months after the dental implant was placed in ada site 8, the implant had not achieved osseointegration in type ii bone. Clinician reports there was no torque. The product will be forwarded to the manufacturer for investigation. There were no reported complications.